Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported leak. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 degenerative tricuspid regurgitation (tr) for a triclip procedure. During the preparation of triclip steerable guide catheter(tsgc), flushport was unable to hold column while de-airing. The tsgc was replaced with another device to complete the procedure. The tr was unchanged post procedure due to insufficient tr reduction by triclip. The triclip was removed from the anatomy. There were no adverse patient effects or clinically significant delay reported. No additional information was provided.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 degenerative tricuspid regurgitation (tr) for a triclip procedure. During the preparation of triclip steerable guide catheter(tsgc), flushport was unable to hold column while de-airing. The tsgc was replaced with another device to complete the procedure. The tr was unchanged post procedure due to insufficient tr reduction by triclip. The triclip was removed from the anatomy. There were no adverse patient effects or clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.